Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy with bilateral salpingectomy and fibroma removal on mons pubis surgical procedure. It was reported the patient experienced a post-discharge urinary tract infection, fever, and hematoma a few days later which required re-admission and treatment with antibiotics. The patient's symptoms improved, inflammatory markers decreased, and her fever subsided. Discharge to home occurred seven days later.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 169 cm., body mass index (bmi) 45.2kg/m2. .